Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement time early and the left ventricular lead had high thresholds. The device was removed and replaced, the lead remained in use. The patient died on the table shortly after the new device was placed in the pocket. No loss of rate or rhythm occurred. The patient had a loss of blood pressure. No autopsy was performed. Cause of death was requested and not received.